Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on (B)(6) 2016 with transient light sensitivity syndrome (tlss) in both eyes. The topical steroid dosage was increased. A brief description of the event says that 4 weeks post lasik in both eyes patient had increased light sensitivity in both eyes. Patient was instructed to use 1% predforte 1 drop in both eyes every hour for 1 day, then every 2 hours for 1 day and then 4 times a day for 5 days. Patient was instructed to return to center in 5-10 days for intraocular pressure checkup. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of light sensitivity worse since treatment. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2016: right eye pre-op 20/20 2.75 x .00 x 90. Left eye pre-op 20/20 3.00 x -.25 x 171.